Event description:
A caller reported a low reading issue with the adc device. The caller reported sensor readings of 122 mg/dl to 155 mg/dl, and the customer had symptoms of fatigue and went to hospital. A laboratory blood glucose result of 400 mg/dl was obtained, and the customer treated with tylenol and sent home. The customer went to hospital again the following day, and laboratory glucose result of 666 mg/dl was obtained, and the customer diagnosed with hyperglycemia. The customer was treated with unspecified injection, saline IV, and antibiotics for infection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.